Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the sds post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: xience prime is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the moderately calcified, restenosed bare metal stent (bms) of the right coronary artery (rca) predilatation was completed with a 2.5 x 30 mm trek balloon dilatation catheter (bdc). A 3.0 x 33 mm xience prime stent delivery system (sds) was implanted and inflated to 12-14 atmosphere (atm) without reported issue. While attempting to remove the sds resistance was met and after removal from the anatomy it was noted that the distal portion including the balloon remained in the vessel. Some attempts were made to retrieve the separated portion using a gooseneck snare device without success. The patient was transferred to the heart surgery area for a surgical bypass procedure. The bypass was successfully completed and a portion of the detached shaft was removed using a cutter, however, a fragment and balloon portion remains in the vessel. The patient was reported to be fine. No additional information was provided.